Event description:
It was reported the device had an electrical reset. It was noted that the device parameters had not changed and it was unclear what may have caused the reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed a ram chip memory error.